Event description:
As reported: "during a dhs using stryker kit and a stryker system b powertool set to ream the hexagonal head of the screwdriver broke off and had to be retained in the patient. The surgeon was not able to remove it. The patient suffered no additional harm.".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.